Event description:
Healthcare provider reported rupture. Healthcare provider also noted that "yes the inner silicone gel touched the patient". This record is for the left side. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Continued: e.1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Healthcare professional stated the event of rupture did not occur for the left side. Rupture has been removed from the record. There is no complaint against the device. Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional stated the event of rupture did not occur for the left side. Rupture has been removed from the record. There is no complaint against the device.